Event description:
The recipient was reportedly experiencing loss of lock. External equipment was exchanged, however, this did not resolve the issue. Device testing could not be performed due to loss of lock. The device is not functioning within specifications. Device revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover and the electrode was sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cracks along the hybrid and dislodged electrical components. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device failed the electrical test performed. The device passed the mechanical tests performed. The internal visual inspection confirmed cracks in the hybrid and dislodged electrical components. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with dislodged electrical components and multiple cracks along the hybrid and analog chip. A CAPA has been implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the electrode ground ring prior to receipt, which is believed to have occurred during revision surgery. In addition, a dent in the bottom cover was observed. The photographic imaging inspection revealed cracks along the hybrid and dislodged electrical components. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device failed the electrical test performed. The device passed the mechanical tests performed. The open visual inspection confirmed cracks in the hybrid and some dislodged electrical components. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with dislodged electrical components and multiple cracks along the hybrid and analog chip. A CAPA has been implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.